Event description:
It was reported that towards the end of an ion system endoluminal lung biopsy procedure, an obstructive blood clot developed in the endotracheal tube (ett), resulting in bradycardia and respiratory arrest. The physician reported that the target nodule was located in the right lower lobe, and the bleeding originated from the biopsy site. The ett was difficult to clear, and a clot formed, obstructing the patient¿s airway. Cardio-pulmonary resuscitation (CPR), including chest compressions, was performed and the ett was exchanged for a new one, resolving the obstructed airway. The patient was revived after a couple of rounds of chest compressions. Assessment of the patient in the intensive care unit found that the patient had broken ribs and a small pneumothorax, which the physician attributed to the chest compressions during CPR. A small chest tube was placed to resolve the pneumothorax. The patient was returned to the operating room for bronchoalveolar lavage and exploration where there were no signs of profuse bleeding; the bleeding site had resolved on its own. The estimated blood loss was less than 100 ml and the patient¿s hemoglobin level was stable and near the pre-procedure value. The patient was extubated the next day, was weaned off oxygen in less than 24 hours, and was subsequently discharged home. The physician reported that there were no device malfunctions and the ion system did not cause or contribute to the bleeding or the sequela of events. The bleeding was attributed to the tissue surrounding the biopsy site being very fragile and highly vascular, and the known risks of doing biopsies in general. Additionally, it was reported that other contributory factors included the patient¿s comorbid conditions of chronic obstructive pulmonary disease, smoking, and age. The biopsy result was positive for adenocarcinoma of the lung.

Manufacturer narrative:
System logs are not available for review. A review of the event was performed by an intuitive surgical, inc. (Isi) medical safety officer (mso) who concluded that there was some bleeding during the procedure after biopsies were obtained and the endotracheal tube (ett) became obstructed with clotted blood. The patient then suffered a brief respiratory arrest and bradycardia for which cardiopulmonary resuscitation was performed. There was difficulty in restoring ett tube patency, so the ett was exchanged for a new one and rosc was achieved. Chest compressions during CPR were associated with a small pneumothorax and fractured ribs. Follow-up bronchoscopy confirmed the bleeding had stopped spontaneously. The patient was successfully liberated from mechanical ventilation the following day, weaned off supplemental oxygen and discharged home. There was no allegation of a malfunction of the ion system, instrument or accessories associated with the reported complication. Based on the available data the bleeding was not device related but was procedure related. The bleeding then led to the obstructed ett, inadequate ventilation and eventual bradycardia and respiratory arrest in a patient with limited physiologic reserve due to medical co-morbidities including advanced age, smoking and copd. Bronchoscopy is a minimally invasive procedure with a low risk profile. A retrospective study of 20,986 bronchoscopies reported 21 episodes of hemoptysis of > 50 ml (0.38%) and 19 episodes < 50 ml (0.34%). A prospective multicenter international study of 1,215 navigational bronchoscopy cases reported a bleeding rate of 2.5% overall and a ctcae grade 2 or greater bleeding rate of 1.5%. A single center retrospective review of 19,017 bronchoscopic biopsies reported a severe bleeding rate of 0.79% with a higher rate in more central lesions. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with 1 death. Bleeding of any severity was reported in 2.1% of all cases. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. Ost de, ernst a, lei x, et al. Diagnostic yield and complications of bronchoscopy for peripheral lung lesions. Results of the aquire registry. Am j respir crit care med. 2016;193(1):68-77.`